Event description:
This is an (B)(6) female pt who had an attempted percutaneous coronary intervention to a 99% calcified mid-rca occlusion. After initial ballooning of the mid-rca calcified lesion, attempts to pass a 2.5 x 8 mm taxus stent were unsuccessful. Upon withdrawal of the intact system from the pt, it was noted that the shaft on the stent delivery system had broken. After several reasonable attempts, the procedure was cancelled. The pt was advised; rotational atherectomy versus 2-vessel CABG due to the severe calcification of the lesion. Dates of use: (B)(6) 2010 - (B)(6) 2010. Diagnosis or reason for use: coronary artery disease.